Event description:
Complainant alleged that during training by facility staff, the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involved in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.